Event description:
Venaseal was used to treat 2 great saphenous vein segments on the (B)(6) 2022. The IFU was followed. Transducer compression and local anaesthesia was used. The vein closed. It was reported the patient is now reporting allergy issues, itching, inflammation in the eyes and multiple other allergies. The patient is a cosmetologist using eyelash glue and has tested positive for ethyl acrylate. Patient has requested removal on the venaseal. Additional information received reported that the patient had venaseal treatment (B)(6) 2021 (index) in the left leg and treatment in the right leg (B)(6) 2022. It was reported that they experienced breathing problems and chest pains 6-months post index procedure with venaseal. 8 months post index, patient experienced rashes on their face and hair loss. Patient was prescribed steroids (oral and injections) along with antihistamines and anti-inflammatory medication. Patch tests confirmed the patient was allergic to ethyl acrylates. 3 years post index, patient had a vein stripping procedure performed and since veins were removed patient feels their 'lungs are clear'. No further information received for this event.

Manufacturer narrative:
Image analysis numerous photos were received from the patient showing a rash on her face body and legs. There are also photos of staples still inserted into both her legs. The complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.